Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to not be pacing and there was no capture. The rv lead dislodgement was suspected. It was also reported that the implantable pulse generator (ipg) device had premature battery depletion. Both the device and the rv lead were explanted and replaced. No patient complications have been reported as a result of this event.